Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.

Manufacturer narrative:
Device was used for treatment. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Visual inspection noted scratches and marks along the shaft - particularly near the threaded tip. The lot was manufactured to specifications and conformed to the synthes inspection sheet.

Event description:
During insertion of a matrix screw it was noticed that the retaining sleeve was not engaged in the head of the bone screw. After closer inspection it was found that the first run/thread of the tip of the retaining sleeve had come away and was left in the head of the bone screw. Thus, the retaining sleeve was too short to fully engage with the screw. The surgeon completed the procedure by using a spare matrix retaining sleeve. The incident did not influence the patient, as the incident occurred away from the patient. Surgery was not prolonged for any significant period of time. The fragment was send back together with the sleeve.